Event description:
While using the tooth brush which spins against the gum line and teeth the bristles on the opposite side were brushing up against the inner cheek of my mouth as well as my lips causing abrasives. I contacted the MFR but they stated I was not using device correctly. I replied that I indeed had followed directions but due to the nature of the device it would always brush up against the inner aspect of the mouth or lip. There is no disclaimer regarding no returns or that the device has been tested on those on anti-coagulants as well as protection for the spinning brush head to not brush up against area it would not be in contact to I. E., the inner cheek and lips.